Event description:
It was reported that post paced t wave oversensing episodes was observed on the implantable cardioverter defibrillator. Programming changes were made. Episodes had not re-occurred post programming changes. The patient was stable.